Event description:
The event is reported as: alleged issue: tip broke off and went into coronary vessel. It was subsequently retrieved from the artery. Updated information has been received stating that the pt is recovering well and there were not reported complications. The pt is due for discharge tomorrow. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.